Manufacturer narrative:
This is one event (death) for the same pt involving two separate products: associated MDR 1225714-2014-02201.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequent expired after the use of the product.

Manufacturer narrative:
Updated to reflect the correct initial aware date for the reported event. This is one of two device reports related to this event: the associated MFR report numbers are 1225714-2014-02201 and 1225714-2014-02202.